Event description:
Doctor reported flashback.

Manufacturer narrative:
In evaluating the filter that was out of specification co has determined that the watts delivered did not cause light in excess of 21 cfr 1040 class 1 criteria. Therefore, it is extremely unlikely any injury occurred while using the laser.